Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wireless laser footswitch foot pedal was not pairing there was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the information of the results of the investigation, a definitive root cause could not be determined. It was found that the unit was damaged but it is unclear if the damage could cause the reported issue, therefore the reported issue could not be confirmed. The event can be detected and prevented by following the instructions for use: soltive¿ laser system rev. Ah was found that ¿software version¿ has a detail section of ¿pairing the wireless footswitch to the laser system¿ that are detailed through pages from 23 to 34, that indicates the following: 1. Got to the settings screen (figure 8), 2. Click wireless pedal (figure 23), 3. Place the footswitch upside down, 4. Click continue (2) when ready (figure 4), 5. Press the button on the back of the footswitch for 5 seconds, 6. Then click continue within 4 seconds, 7. Pairing will begin, successful pairing will be indicated in figure 27 successful pairing. If pairing had not been successful, the pairing operation will time out (figure 28). Olympus will continue to monitor field performance for this device.